Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer took the sensor out and he see the electrode is really short and does not seems to be at the usual length. The blood glucose was 5.8 mmol/l at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used. See image for details.